Manufacturer narrative:
Na

Event description:
The field service center reported the ventilator turbine did not rotate. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.